Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04684 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported by a customer that "over the last couple of years using the spectrum devices that he noticed during pms that all of their devices loose approx. 20-30 minutes of time from which it was originally set over the course of 1 year. He stated that at facility raised concerns over this at their (B)(6) review as this possess issues with using the history log in patient incidents as the event times are inaccurate." It was also reported there was no patient involvement.